Event description:
It was reported by the customer that a pyxis medstation es system drawer not opened, which cause 3 hours delay in dispensing the medication there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. A field service engineer applied force to the drawer in an attempt to free it from being jammed. The system functioned as intended after the field service engineer serviced the device.